Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) units of 250 l exactamix eva tpn bags leaked. This occurred after the bags were filled with an unspecified solution. The customer stated that the leaks occurred from the middle of the bags at the location of the printing stamp. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information provided in one sample was received for evaluation. Microscopic inspection noted a hole in the front of the bag where the number seven (7) was stamped with ink. Leak testing was performed and the bag leaked from the hole. The reported problem was confirmed. The cause of the condition was determined to be a supplier manufacturing issue. To address this issue, the supplier of the component has been notified of this condition. The second sample was not received for evaluation; therefore, a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.